Event description:
The mapping catheter was not able to be visualized on the carto mapping system. Manufacturer response for high density mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter).